Event description:
During a follow-up, increased defibrillation impedance occurred on the right ventricular (rv) lead. No intervention has been completed at this time. The patient is stable with no consequences and will continue to be monitored.